Event description:
It was reported the bronchovideoscope had an e315 scope communication error alarm. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the control unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported issue was not noted on inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.